Event description:
The customer stated the havab-igm negative control occasionally generates a positive value on the architect i2000 analyzer. The customer indicated they are unable to follow the instructions provided in fa30dec2009 due to high work load volume. Information to date suggests that there is a potential to generate false grayzone or reactive architect havab-m results when the architect ausab assay precedes the architect havab-m assay. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A follow-up report will be submitted when the investigation is complete.